Event description:
It was reported that the pressure guidewire was inserted into the pt's body, crossing the lesion of 60% proximal lad narrowing. There was no difficulty steering or resistance with this wire. During the procedure while the pressure guidewire is being used, "attach wire to connector' message was displayed. A second pressure guidewire was utilized to finish the sequence, resulting in a negative finding. The procedure was completed without complications, there were no adverse effects toward the pt. The pt recovered as planned and discharged the same day. The device was recieved by the mfg and during the eval it was observed that the distal part of the pressure housing was broken.

Manufacturer narrative:
(B)(4). The mfg documentation for the returned device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned to the MFR in damaged condition. The hypotube was kinked at about 7.5cm from the proximal end and the tip was shaped. The radiopaque coils was stretched out just distal to the sensor housing. The distal part of the pressure sensor was broken and was pushed in inside the sensor housing leaving a sharp edge on the remaining part. After the MFR decontamination process, the distal part of the pressure sensor became missing. The signal test was performed and device failed by producing "attach wire to connector" message which is likely due to the partially missing pressure sensor. The pressure sensor is fabricated from (B)(4)) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported by the user. This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.